Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having high blood glucose. The customer stated he had taken several readings and changed his infusion set, but his blood glucose remained high. The customer's blood glucose was 448 mg/dl. He stated he has not treated his blood glucose. The customer also stated he has treated with 14 units of insulin, but his readings were still elevated. Troubleshooting found the drive support cap appeared to be normal and insulin was able to exit from the tubing. Customer also stated his cannula was not bent. The customer was advised to change out his infusion set, reservoir, and insulin. No additional information provided.